Event description:
The device was used during a total gastrectomy. Reportedly, the center rod is not secure. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.